Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a follow-up, a sudden increase in lead impedance was observed since the last check in (B)(6). Patient had been feeling fatigued since (B)(6). Lv lead fracture was suspected. There was no capture when threshold test was performed. Programming changes were made. Lead replacement plans will be discussed with the physician.